Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electric selectable common gas outlet (scgo) valve was replaced to resolve the issue. Customer contact reports no patient information is available.

Event description:
The hospital reported a malfunction during a case causing a loss of mechanical ventilation. There was no report of patient injury.